Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 6000 mcg/ml of fentanyl at 3021.6 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient¿s pump had changed positions, and it was clarified that the pump had moved. It was indicated this had probably occurred over the last year. It was also noted that the patient had always had the same drug in their pump and the concentration had always been ¿as high as they can get it.¿ no further complications were reported/expected.